Manufacturer narrative:
Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be submitted accordingly. If additional information should become available a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the electric pen drive device would not stop once the engine had started; and that the cable had to be disconnected. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 02/16/2018 in the initial report. The date returned to manufacturer was corrected to 05/18/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was further determined that the device was without function and the control was defective. It was further determined that the device failed pretest for check function and direction of rotation. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.